Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A materials manager reported that twenty four knives were dull during separate surgeries. The procedures were completed with no harm to any patient. Additional information has been requested.